Event description:
The customer stated that an architect afp result of 150 ng/ml was generated for a patient. The customer knew that this patient previously tested at a higher value, so the sample was retested. The repeat result was 140,000 ng/ml as expected. No adverse impact to patient management was reported.

Manufacturer narrative:
Abbott field service was dispatched to troubleshoot the issue. Multiple diagnostic tests were performed and bubbles in the manifold were identified. Manifold valves were replaced and instrument verification was performed. The replaced valves were not available for return. Replacement of manifold valves was considered to resolve the issue. Architect system operations manual labeling includes both the vortexer and wash zone manifold parts as probable causes of erratic results on the isystem. Based on the evaluation performed, a single definitive cause of the issue could not be identified. Both the vortexer and manifold valve are potential causes of erratic results. No product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4) (no consequences or impact to patient), (B)(4) (incorrect or inadequate test result).